Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the lead was capped and replaced due to a lead malfunction. The lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.